Manufacturer narrative:
(B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil device was used during an endoscopy ureterolithotripsy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the stone cone nitinol urological retrieval coil device was used to retrieve the stone that was occluding the lumen of the ureter. The surgeon opened up the device at the side of the stone which resulted to the device getting stuck . The surgeon decided to withdraw it by closing the device and passing it back through the scope. The procedure was completed with the use of another device, the zero tip basket, to retrieve the stone. It was noted after the procedure that the patient had purulence. Sediments of the stone cone were also noted to have been left inside the ureter. The patient underwent drainage to clear out the pus and with the use of the zero tip basket, the surgeon retrieved the stone cone sediments left inside the ureter successfully. No further patient complications were reported as a result of this event. The patient¿s condition was reported to be stable.